Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 300 mg/dl at the time of incident. The customer also reported that they had depleted battery life on the insulin pump. The customer was treated during hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.